Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that in response to the suspected thrombus, the patient¿s device was interrogated along with close lab follow up and mean arterial pressure (map) management. The patient¿s anticoagulation therapy at the time of the event was 81 mg aspirin and warfarin. Their inr goal was 2-3 with an inr of 2.2 when their lactate dehydrogenase (ldh) elevation was first noted. The patient is home and is just being monitored.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted system controller log file showed the pump operating as intended. Pump parameters remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 4 months the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was seen in the clinic for a follow up due to elevated lactate dehydrogenase (ldh). The patient¿s ldh was reported to slightly improve with no change to vad number from baseline noted. The patient¿s ldh isoenzymes was collected for evaluation. Elevation further found elevation primarily in heart/ red blood cells (rbc) category. There was an urgent concern for thrombosis in the vad. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however that does not mean that thrombus is not present in the circulatory loop. Additional information was requested, but was not provided.